Event description:
Rptr did back to back blood glucose tests, using separate fingersticks and had results of 56,72, 78 and 100 mg/dl. Rptr did not have any symptoms. Rptr checks the confirmation dot for enough blood. Rptr cleans meter regularly using the proper procedure, and had not thought to use the control solution to check the strips. The lifescan representative reviewed coding, cleaning, storage of strips, use of control solution and sample application with the rptr. No harm was alleged.